Event description:
It was reported that 10 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: can¿t prime luer-lok syringe despite trying several times.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21085799; medical device expiration date: 18-aug-2024; device manufacture date: 18-aug-2021. Medical device lot #: 21115143; medical device expiration date: 03-nov-2024; device manufacture date: 03-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: h6: investigation summary three 20039e samples were received for investigation in opened packaging. Two samples were from lot 21115143 and one was from lot 21085799. Two connecting angel 5ml syringes were received to assist the investigation. Functional testing involved connecting the received 20039e samples to a bd plastipak 50ml syringe from stock. The samples were also connected to the returned angel 5ml syringes. No occlusions or flow restrictions were observed in both cases, and the piston of the smartsite of each returned product opened upon connection to each syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21115143 and lot 21085799 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 10 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: can¿t prime luer-lok syringe despite trying several times.